Event description:
It was reported a patient had an initial left total elbow arthroplasty approximately four and a half years ago, followed by ulnar nerve transpositions six and fourteen months later. Subsequently, developed pain and radiographic imaging displayed loosening of the humeral component. Two years and seven months post-implantation, the patient underwent revision of the cemented humeral component and k-wires were placed for stabilization attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. D-10: (B)(6), interchangeable humeral assembly for cemented use only extra small, lot (B)(6). (B)(6), interchangeable ulnar assembly plasma sprayed extra small left 3 inch length, (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Medical records were provided and reviewed by a health care professional. The review confirmed the reported event. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. However, it can be noticed that patient felt on the left side, which could have contributed to the event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4-b7, g3, g6, h1, h2, h6, h11. The following section was corrected: g1-2. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D-10: unknown ulnar component, lot unknown, unknown bushing, lot unknown 3281052704, interchangeable humeral assembly for cemented use only extra small, lot: 64449972 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted

Event description:
It was reported a patient had an initial left total elbow arthroplasty approximately four and a half years ago, followed by an ulnar nerve transposition. Two years and seven months post-implantation, the patient underwent revision surgery revision due to pain and loosening of the humeral component. K wires were placed for stabilization. Attempts have been made and no further information has been provided.